Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Pump received with cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have low blood glucose of 33 mg/dl, which was treated with food. Customer declined troubleshooting, stating that she's very sensitive. Customer reported that insulin pump was severely cracked. Customer was advised that insulin pump would need to be replaced.